Event description:
On 01/13/2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reportedissue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2014 with the following findings: a visual inspection of the pump confirmed that the keypad cover was undamaged. The up arrow, down arrow, and ok keypad button symbols were worn, which has no effect on insulin delivery. During testing, all the keypad buttons were properly responsive. The keypad cover was removed and evidence of contamination was found under all key contacts. Unrelated to the complaint, evaluation revealed a dim and discolored display screen and a cracked battery compartment. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release.